Manufacturer narrative:
(B)(4). Batch # r92a6d. Investigation summary: the device was returned with the cable cut off. In addition, the tissue pad was damaged, melted, and 100% present, and had a "c" shape mark on the blade. Due to the condition of the returned device, no functional test could be performed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen. After receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, during a laparoscopic esophagectomy procedure, ¿replace instrument¿ was displayed after resetting, after the patient¿s body position was changed during use. The device was used on the esophagus and the jejunum. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.